Event description:
The dealer called and stated the patient front wheel broke spokes and all. Dealer stated the patient fell. They replaced rollator for the patient. They did not state the patient sought medical attention.